Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was not working on customers pump. The customer¿s blood glucose was 11 mmol/l at the time of the incident. Customer states that number was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.